Event description:
A manufacturer investigation was conducted following a field report regarding a philips respironics v60 ventilator that exhibited a dark, unreadable user interface display during a biomedical inspection. No patient involvement, patient impact, adverse events, or injuries occurred, as the device was safely isolated outside of clinical use and restricted from patient service. A philips remote service engineer (rse) initially guided the facility's biomedical engineer (bme) through a standardized troubleshooting protocol. Initial checks confirmed that when connected to an alternating current (ac) power source, the front light-emitting diodes (leds) illuminated appropriately, ruling out a primary power supply failure. Upon entering diagnostic mode, the device powered on and alarmed, but the liquid crystal display (lcd) remained extremely dim and nearly unreadable. Based on these symptoms, a faulty lcd/backlight was originally suspected, and a replacement part was provided.subsequent field testing of the new lcd by the bme failed to resolve the display issue. The rse then authorized the replacement of the comprehensive user interface (ui) assembly. Following the installation of the new ui assembly, the customer confirmed that the display malfunction was completely corrected and the ventilator operated within normal parameters. The device successfully passed all subsequent performance and calibration testing, met all manufacturer specifications for service, and was safely returned to clinical use. The definitive cause of the malfunction was determined to be a component failure within the original ui assembly. A microscopic or electrical root cause evaluation of the failed component cannot be provided at this time, as the suspected ui assembly has not yet been returned to the manufacturer. If the failed component is returned for physical evaluation, a supplemental investigation will be initiated, and a follow-up report will be submitted. No further actions are required at this time, and the complaint is closed